Event description:
Its been reported: the scope had no light or image. No death or (unanticipated) serious deterioration in state of health reported. Cross reference MDR: 9610617-2025-02275.

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).